Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (536 mg/dl). Customer alleged the pump did not deliver insulin as intended. Customer addressed bg levels with a manual injection. At the time of the report customer was disconnected from the pump, therefore, a pump system check was unable to be performed with tandem technical support.